Manufacturer narrative:
This report is submitted on september 15, 2020.

Event description:
Per the clinic, the patient was placed under a general anaesthetic in order to undergo a skin flap reduction surgery on (B)(6) 2020, due to retention issues. The implanted device remains.